Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use if package is damaged."

Event description:
It was reported that the catheter from the plastic suction catheter kit had unspecified visual defects. The product was detained at the border by FDA customs where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter from the plastic suction catheter kit had unspecified visual defects. The product was detained at the border by FDA customs where it was randomly selected to be sampled and sent to an FDA selected laboratory for inspection.